Manufacturer narrative:
(B)(4): undercorrected vision. An amo field service engineer performed a complete comprehensive check of the system at the customer's location. All functions were found to within specification and no issues were found with the system. All pertinent information available to amo has been submitted.

Event description:
The clinic reported that a laser vision correction patient presented at a post op exam following laser vision surgery with an under-corrected treatment in each eye. At the two week post op exam the patient's best corrected visual acuity (bcva) was 20/20 in the right eye and 20/25 in the left eye. The patient's pre-op bcva was 20/15 in each eye.